Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Block d1: per the product code dqx, this is not indicated or approved as a life-sustain/support device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the device failed the signal/zero test due to an error message displayed by the console. Block h6: the probable cause of the reported failure is an electrical conductivity issue between the connector and the conductive bands which resulted in instabilities of signal. Manipulation and strain on the wire can cause damage to internal components and can result in the reported failure. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in an emergent coronary diagnostic procedure. During use, the catheter failed to normalize, even after multiple attempts. The procedure was completed with a new device, no patient injury reported. This product problem is being reported because the wire could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.